Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received for evaluation.

Event description:
It was reported that a patient underwent a natural child birth on (B)(6) 2020 and suture was used. During the procedure, the suture broke at the time of knotting after sewing the perineal skin for the first stitch. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4) a manufacturing record evaluation was performed for the finished device al9986 number, and no non-conformances were identified.¿. A manufacturing record evaluation was performed for the finished device am3858 number, and no non-conformances were identified.¿. Additional information: h6. Correction: d4, h4: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch al9986: date of mfg: 04/11/2019; expiration date:03/31/2024; batch am3858: date of mfg: 07/18/2019; expiration date: 06/30/2024. Additional h3 device evaluation summary photo: three pictures were provided for analysis. Upon visual inspection of the photos, it was noted one foil of lot am3640, a label of lot al9986 and a needle-suture appears to be broken all of product code w9923 could be observed. However, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined.